Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelante dvt thrombectomy system with no other devices. The pump area, shaft, and tip were microscopically and visually inspected. Functional testing was attempted, but there was an issue with fluid not flowing into the waste bag. Inspection revealed damage in the bottom of the boot (device received with the piston out of place and through the boot), and damage (missing material at the power pulse cap) to the power pulse adapter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was a loss of aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the superficial femoral artery (sfa). During the procedure, while the device was in thrombectomy mode, the device was aspirating; however, thrombus was not seen coming back into the waste bag. The procedure was completed with an angiojet solent distal catheter. There were no patient complications and the patient is in stable condition.

Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported there was a loss of aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the superficial femoral artery (sfa). During the procedure, while the device was in thrombectomy mode, the device was aspirating however thrombus was not seen coming back into the waste bag. The procedure was completed with an angiojet solent dista catheter. There were no patient complications and the patient is in stable condition.